Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub collar separated from the bd vacutainer® eclipse¿ blood collection needle. This occurred with 8 needles prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: "hcp was unable to attach the sleeve to the holder properly; the connection was loose. [Correction] hub collar separation on 8 samples."

Manufacturer narrative:
H.6. Investigation: bd received 8 samples and 4 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA#1277214).

Event description:
It was reported that the hub collar separated from the bd vacutainer® eclipse¿ blood collection needle. This occurred with 8 needles prior to use. The following information was provided by the initial reporter, translated from japanese to english: "hcp was unable to attach the sleeve to the holder properly; the connection was loose. [Correction] hub collar separation on 8 samples.".